Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not responding and would not turn on. A field service engineer (fse) tested the station and observed that the power supply surged when the power switch was toggled. The fse began disconnecting the backbone cables from the drawers while cycling the power switch and determined that main half height drawer 6 was causing the issue. The fse replaced the failed module controller and both older style drawer controller printed circuit boards (pcb). The repaired drawer was tested successfully in the hardware test application (hta). Customer then tested multiple drawers and doors throughout the entire station, and all components operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication machine was not responding and would not turn on. The customer tried different outlets and attempted to turn the unit off and on again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.